Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/a33, basic occlusion and occlusion tests. The insulin pump primed properly, no prime anomaly or rewind anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump had a priming anomaly. Customer stated they were unable to exit the priming process and insulin continues to leak out of the device. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.